Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿the hernia sac was identified and dissected. A bard flat mesh was placed in the preperitoneal space and anchored to the anterior rectus fascia using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with adhesion, hiatal hernia thereby underwent laparoscopic repair. Per operative notes, ¿the adhesions were taken down and hiatal hernia was repaired using sutures.¿ (B)(6) 2015 ¿ patient had abdominal pain thereby underwent laparoscopic cholecystectomy. Per operative notes, ¿there were omental adhesions to a previously placed mesh were partially taken down.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.